Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus delivery. The insulin pump also alarmed motion sensor test failure. She was unable to complete the rewind sequence. The reservoir compartment had a cracked window. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to confirm error alarm due to motor error alarm. The insulin pump received with cracked battery tube thread, cracked belt clip slot, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked case near display window corners, and cracked on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.